Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the rubber part of two devices was bent, and blood overflowed when exchanging the blood collection tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 30 samples for investigation. The 30 returned samples were visually inspected for side pierced sleeves, and no defects were observed. Additionally, 10 of the returned samples were randomly selected and subjected to functional tests, and no issues were observed relating to sleeve leakage as all samples met specifications. Furthermore, 10 retained samples were also functionally tested, with all samples meeting specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the rubber part of two devices was bent, and blood overflowed when exchanging the blood collection tube. No patient impact reported.